Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer's blood glucose value was 267 mg/dl. Troubleshooting was performed. The customer was in emergency room and was hospitalized on (B)(6) 2018 at 8 pm. The blood glucose value when admitted to hospital was unknown. The customer complained about uncontrollable non-stop vomiting, nausea, pain, uncomfortable, thirsty, dizziness. The customer wearing the pump at time of hospitalization. Customer declined troubleshoot for high blood level. The product was not returned for analysis.

Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and delivery accuracy test. The stop (idle) current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and a21 error test. Device uploaded properly using carelink. Device had minor scratched display window, cracked case at display window corner, cracked reservoir tube lip and a missing end cap sticker. (B)(4).